Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that during insertion the customer kept getting yellow to orange symbols on the vps console. After multiple attempts of pulling back and forward the green symbol did appear. Ij placement was confirmed by chest x-ray. Fluoroscopy was used to reposition. There was a delay in treatment but no harm was caused to the patient. No death or complications occurred to the patient.